Manufacturer narrative:
The device was returned and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the log did not show any occurrences and the battery was not returned for eval. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.